Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that device power was intermittent due to a power unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device lost power. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the most likely cause of the issue was a power unit failure. However, it is unknown what caused the power unit to fail. Olympus will continue to monitor the field performance of this device.